Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure the burr became stuck in the lesion. The target lesion was located in the circumflex artery. The 1.50mm rotalink plus burr became stuck in the lesion. To remove the device, the physician advanced a unspecified guide wire and balloon. Inflation was performed and the burr released from the artery. The lesion was treated with an unspecified stent. No patient complications were reported and the patient's status is stable.